Event description:
Used a green blunt tip needle to attempt to draw up haloperidol when the plunger was pushed into the vial making the medication unusable. Medication was wasted and vial discarded. We have had multiple issues with the product.